Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been hospitalized. The contact did not provide further information regarding the event. Although multiple attempts were made to contact the customer for additional information, the customer did not reply.